Event description:
It was reported the tlh90 was used during an apex resection of the right upper lobe. It was reported by the affiliate after firing the device and removing the stapler out of the thorax there was no staple line and no staple formation. Staples are being returned. There was more blood loss, longer drainage, higher incision and longer hosp stay.